Manufacturer narrative:
Age from (B)(6) to (B)(6). After further review of additional information received the following sections have been updated accordingly. Hvad pump hw11086 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files could not be performed since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was report was received stating patient was admitted on (B)(6) 2016 with onset symptoms of pulmonary embolism (pe) and dyspnea on exertion. During onset of event patient was on heparin gtt at 1300 units/hr. Computed tomography angiography (cta) confirmed pe. On (B)(6) 2016 vascular service ordered a cta of chest with contrast to evaluate possible right axillary artery thrombus. Patient was found to have an acute pulmonary embolus in the posterior branch of the left lung. Hematology was consulted and patient was started on argatroban on (B)(6) 2016 and discontinued on (B)(6) 2016. Patient was anticoagulated and repeated CT scan on (B)(6) 2017, findings were negative for pe. Patient was discharged on (B)(6) 2017. No further information provided at this time.